Event description:
It was reported that a clip was found broken at the hinge before use on a patient. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544253 hemolok xl clips 3/cart 42/box, lot# 73m2000254, the samples were functionally inspected, and during the test issue reported "broken/detached parts - clip - hinge" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that a clip was found broken at the hinge before use on a patient. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). The lot number was not reported with this complaint; however , a potential lot number was obtained through the sales history. The potential lot number is 73m1900071. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1900071 was manufactured on 12/03/2019 a total of (B)(4) pieces. Lot was released on 12/17/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. One broken clip was returned loose , and no cartridge was returned. The sample was visually examined with and without magnification and it was observed that the broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One broken clip was returned , and no cartridge was returned. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was found broken at the hinge before use on a patient. Therefore, a new unit was used instead.